Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per abstract by bellotti et al. From the 11th european hip society congress ((B)(6) 2014), titled "the italian-spanish experience with cementless modular revision stem: outcome of 139 hip after an average of 5 years follow-up.": allegedly 1 patient required a revision for fractured stem. The authors noted that the patient was overweight. No further information was provided regarding these adverse events. Microport is unable to determine if the event occurred in (B)(6).